Event description:
It was reported that the patient presented for an unrelated procedure. Post-procedure, the patient experienced diaphragm stimulation. Upon further investigation, the physician alleged that the left ventricular (lv) lead might have moved, but no confirmation. The lv lead was reprogrammed. The patient was in stable condition.